Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer freezes and the session ends. It was indicated that the programmer stylus and cursor did not align. It was indicated that the connection between the overlay and printed circuit board (pcb) required cleaning and reseating. It was also indicated that the printer was noisy. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer freezes and the session ends. The programmer was returned for service. There was no patient involvement.